Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture stitching the back wall; however, the failure to achieve hemostasis, occlusion, and treatments appear to be related to circumstances of the procedure. The patient was sent to surgery where the occlusion was treated and hemostasis was achieved. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design,manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: during surgery it was found that the proglide sutures had captured the back wall of the artery causing the artery to occlude.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the failure to achieve hemostasis or patient effect and the relationship to the device, if any. The treatments appear to be related to circumstances of the procedure as attempts to achieve hemostasis with another device was unsuccessful therefore the patient was sent to surgery where the occlusion was treated and hemostasis was achieved. The reported patient effect of occlusion is listed in the perclose proglide instructions for use as a known patient effect that may be associated with use of the device. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a preclose technique, via a 14fr sheath prior to placing an impella during an interventional procedure. Reportedly, the first proglide deployed its suture; however, the physician was not happy with the tactile feel of the device. A second proglide was placed with no issues. The impella procedure was successfully completed. One of the proglide knots was advanced with continued blood flow. The other proglide knot was advanced and hemostasis was not achieved. Blood flow decreased to a flow comparable to 5 or 6 fr hole. The physician attempted to use an angio-seal without success. After two minutes of manual arterial compression, the artery occluded and was pulseless. The patient was sent to surgery to where the occlusion was treated and hemostasis was achieved with surgery. The patient is fine after the surgery. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.